Event description:
It was reported that the blade broke. This 2cm peripheral cutting balloon was being used during a procedure. After use, the blade broke while the device was being removed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: estimated, as this information was not provided. Detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.